Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the b30 error event. Following the details noted , the customer called back and reported that the subject device is now functioning properly. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error when used with 190 series scopes. According to the initial reporter, 180 series scopes functioned properly, but when 190 series were plugged in white and red dots would appear along with the b30 error message. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned for inspection. However, the customer stated that the device started to work after the event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer stating that ¿the defect was found after a procedure¿. No patient harm or injury reported.